Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported on 24-apr-2026 that the patient did not rotate insertion sites and was using the abdomen site for a long period. This led to high blood glucose and managed it with manual injections.